Event description:
A report was received that the patient was feeling heat coming from the ipg site. The physician opened the pocket and found hardened tissue around the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1200 ((B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was feeling heat coming from the ipg site. The physician opened the pocket and found hardened tissue around the ipg. The patient underwent an explant procedure.